Manufacturer narrative:
(B)(4) report mw5076729 received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and right ventricular medtronic leads exhibited an anomaly that required lead replacement. On (B)(6) 2018, the implantable cardioverter defibrillator was replaced during the lead revision procedure due to the advisory status. No further information was available.

Manufacturer narrative:
Maude report (B)(4) was received.

Event description:
New information received stated that the patient suspected the device exhibited premature battery depletion.